Event description:
On approx 7/29/99 the dr applied the external fixation rail and clamp to the pt's femur to perform a lengthening and angular correction. Two weeks into treatment, the dr noticed that the proximal femur has slipped into varus. The pt was brought into surgery and the dr replaced the rail and clamps utilizing the existing bone screws. The site was realigned and the pt is expected to heal as desired.